Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 27mm mitral bioprosthetic valve was implanted and explanted during the same procedure. The device was replaced with a non medtronic bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this patient's native valve was replaced due to endocarditis. After implanting this valve and removing the patient from cardiopulmonary bypass (cpb), echocardiogram revealed "severe dysfunction" of the prosthesis. It was reported that two of the leaflets did not appear to be functioning. The patient was placed back on cpb, the valve was explanted, and a non-medtronic valve was implanted. If information is provided in the future, a supplemental report will be issued.